Manufacturer narrative:
The steris service technician the unit and found that the water leak was due to improper changing of the bacterial filter. The technician assisted the user facility personnel with installing a new bacterial filter; the unit was found to be operating properly. The bacterial filter is to be changed approximately every 90 days by user facility personnel as stated in the operator manual (pp.6-15). The reliance eps is under warranty and was last serviced on (B)(6) 2012.

Event description:
The user facility reported that water was leaking from the reliance eps. No injuries, procedural delays/cancellations or property damage were reported.